Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. The rv lead was explanted and replaced. It was also reported that during the rv lead extraction, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead also developed cosmetic mio (metal ion oxidation) while in vivo and was observed to have blood ingression.